Manufacturer narrative:
The reported event of lead got kinked was not confirmed. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures although an internal short was noted due to the procedural damage noted at the middle region of the lead.

Event description:
It was reported that during cardiac resynchronization therapy defibrillator (crt-d) case, the right atrial (ra) lead got kinked. The ra lead was not used and the physician elected to complete the procedure with a different lead. The patient's condition was stable.